Event description:
It was reported that the patient, with an ambicor penile prosthesis (app), presented with pain, erythema, and tenderness at the proximal shaft of the penis. It was determined that the patient had developed an infection, so the app was explanted. There were no additional patient complications reported.

Event description:
It was reported that the patient, with an ambicor penile prosthesis (app), presented with pain, erythema, and tenderness at the proximal shaft of the penis. It was determined that the patient had developed an infection, so the app was explanted. There were no additional patient complications reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are known risks associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.